Event description:
During the atrial fibrillation ablation procedure, a blood leak was noted. The sheath was replaced and the procedure was completed with no adverse consequences to the patient. The sheath was inserted into the patient and before inserting the catheter or septal puncture needle, it was noted that blood leaked out from the hemostatic valve. The sheath was replaced and the procedure was completed with no adverse consequences to the patient. No additional venipuncture was performed due to sheath replacement.

Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Event description:
Follow up report needed to address analysis.